Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mmb952-w8704 and no non-conformances related to the reported complaint condition were identified. Additional summary: twelve unopened samples of product code w8704, lot mmb952 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle pulled off from the suture during surgery. There were no adverse consequences to the patient.